Event description:
It was reported that a malfunction code was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump as a temporary solution until the replacement arrived and was instructed to return the problematic pump using a pre-paid label within 10 days.